Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that the customer was able to pull 220 units of insulin out of the cartridge when the pump displayed 0 units. The customer&#38112;blood glucose level was not impacted. Reportedly, the customer indicated that a new cartridge would be loaded.